Event description:
No further information received from the customer.

Manufacturer narrative:
Updated fields: b5, d9, h2, h3, h4 & h6. The device was returned and the customer complaint of scope leaking black liquid internally was confirmed. No other issues were identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A definitive root cause could not be identified. A risk review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope was leaking black fluid internally. The issue was found during device reprocessing. There were no reports of patient involvement.